Event description:
The pt has two leads from the same lot. It was reported, the pt has been receiving adequate coverage from one of her leads, but the other lead has been providing unwanted rib/stomach stimulation. The pt will undergo x-rays for further investigation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.